Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced infusion set bent cannula was and faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was located at the site. The patient noticed symptoms within three hours of insertion. The site of insertion was abdomen.the blood glucose (bg) level was high. The patient replaced supplies as necessary and resume insulin deliveries. No further information available.